Event description:
It was reported that the device was explanted after an implant duration of approximately 52.2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis.

Event description:
The report received from the study indicated that during the index procedure a type c dissection occurred that was attributed to the precise stent used in the procedure and the non cordis balloons. Wallgraft stent was used to successfully treat the dissection. In addition, during the procedure the pt experienced behavioral change, aphasia and other neurological deficit. The onset was step like and the diagnosis was stroke. Pt. Remains unresponsive. Nihss score is 23 and ranskin ss score is 5. The pt also had a non q-wave mi while hospitalized. Total ck-mb was 5.2 (upper limit 3.6) and ck-mb 1062 (upper limit was 232). The pt was discharged 19 days later to a long term care facility, remains unresponsive and is treated with conservative management care only. Pta was being performed on a lesion in the proximal to the ostium of the left internal carotid with 90% stenosis present. The lesion was 20mm in length in an 8mm vessel diameter. The lesion was also eccentric and ulcerated. Calcification and vessel tortuosity were not documented. An angioguard distal protection device with unk catalog and lot numbers was successfully deployed. The lesion was pre-dilated. A 10x40mm precise stent was deployed successfully at the target lesion site. Then the angioguard was removed successfully. There was no debris found in the basket. The pt was symptomatic at the onset of the procedure. There was no thrombus noted pre and post-deployment of the stent. Clopidogrel and aspirin were administered pre and post-procedure. Heparin was administered intra-procedure.

Manufacturer narrative:
Please note that this device is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that it was previously reported that the vessel treated for this patient enrolled in the (B) (4) study was the proximal to ostium of the left internal carotid artery. However, additional information was received that the vessel treated was revised to the ostium of the internal carotid artery only. No further updates were provided nor were any further adverse events reported. Therefore, no additional information is available at this time.